Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported the patient had not notified their physician since they only see them every six months. The patient did not know what led to the stimulation going crazy and fast. The only thing that was different since they moved was they lost weight about thirty pounds. The patient met with a representative at the hospital and was reprogrammed. The stimulation going crazy was resolved after programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed to find a place where they could get the device reprogrammed because they had trouble keeping the settings on. The patient further clarified that what they meant by "having trouble keeping the settings on" was ¿the stimulation will go crazy and go real fast¿. They were hoping to meet with a manufacturer representative (rep) to have this addressed. The patient indicated that this started around the beginning of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.